Event description:
Customer reported that a pump alarm 30 occurred during the pumping process. There was no adverse impact on the customer¿s blood glucose level. Despite assistance from technical support in loading a new cartridge, the cartridge alarm recurred, preventing successful resumption of insulin therapy. Consequently, technical support decided to replace the pump, which was still under warranty. Customer was instructed on how to put the pump into storage mode and agreed to return it to tandem using a pre-paid label within ten days.

Manufacturer narrative:
Updated: d1, d2a, d2b, d4, primary UDI number.